Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had lost consciousness due to a hypoglycemic episode. Paramedics were called and patient's bg was measured at 27 mg/dl while his cgm was reading 130 mg/dl. Dexcom will be collecting receiver since patient is unable to send receiver data for evaluation. At the time of his call to dexcom technical support, patient reported that he was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.